Manufacturer narrative:
H3: the returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The catheter was found to be patent regarding the results of the catheter review. The pump was not replaced at that time as they were waiting for authorization from the insurer to perform the surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving lioresal (baclofen) (2000 mcg/ml at 345.9 mcg/day) via an implantable pump. It was reported that a critical pump alarm occurred.  The pump was interrogated and an error/service code 99 regarding a warning for loss or therapy and 100 regarding the pump motor having stalled were indicated.  Regarding factors that may have led or contributed to the issue, it was indicated that there were none and patient lives 400 meters from a prison.  When the pump was interrogated on (B)(6) 2024, an attempt was made to update and the patient was also moved to another house, but the same error continued to appear.  They also waited an hour and interrogated the pump again but the pump continued with the same.  The issue was not resolved as of (B)(6) 2024.  The pump currently remained implanted and out of service as of (B)(6) 2024.  The pump was to be replaced.  There were no patient symptoms or complications associated with the event.  The event did not lead to hospitalization.  The patient was without injury regarding their status as of (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) reporting that a catheter review would be performed on july 23rd and they were waiting for the patient's insurance company to change the pump. The motor stall had not resolved. The pump was planned to be returned once replaced.